Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The infection was treated via oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown

Event description:
Additional information was received that the patient underwent a ipg implant on (B)(6) 2024 to replace the ipg explanted in november due to infection. Infection resolved, no complications ipg and lead implanted, therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an infection at ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted. The infection was treated via oral antibiotics.